Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Device is an instrument and is not implanted/explanted. Device history record review was performed on the part # 314.115, lot # 5226188: release to warehouse date: 03-may-2006, manufactured by synthes (B)(4). No non conformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Product development investigation was performed on the subject device (stardrive(tm) screwdriver t15, part # 314.115, lot # 5226188). The returned screwdriver has a cracked and broken handle with some fragments missing. The handle is cracked from the shaft to the dowel pin. The shaft shows discoloration immediately next to the handle, and the tip of the screwdriver is broken with a fragment missing. A visual inspection, drawing review and device history record (DHR) review were performed as part of this investigation. The complaint is confirmed. Replication of the complaint condition is not applicable as the devices are already broken/worn. The stardrive screwdriver t15 (314.115) is a common trauma instrument noted in 10 system technique guides including 3.5mm lcp distal tibia t-plates, small fragment lcp and titanium solid humeral nail. In each system the screwdriver is utilized for screw insertion. The following drawings were reviewed during investigation. (B)(4). The design history was not found to impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for the intended use when employed. No definitive root cause was able to be determined. The failures likely occurred due to cumulative wear from use. There were no issues during the manufacture of this product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the synframe ring clamp is broken; it has come apart in several pieces. Also, the handle on a stardrive screwdriver is cracked. No case or patient involvement was reported. During manufacturer investigation process it was identified that the returned screwdriver has a cracked and broken handle with some fragments missing. The handle is cracked from the shaft to the dowel pin. The shaft shows discoloration immediately next to the handle, and the tip of the screwdriver is broken with a fragment missing. This condition was re-evaluated and was determined to be reportable on january 25, 2017. This report is for one (1) stardrive (tm) screwdriver t15. This is report 2 of 2 for com-(B)(4).